Event description:
The patient was treated for an abdominal aortic aneurysm (aaa) with implant of an afx2 bifurcated stent graft (bsg) and an afx vela suprarenal on (B)(6) 2021. On (B)(6) 2025, during a routine follow up, an endoleak was confirmed. On (B)(6) 2025 an angiography inside the graft confirmed a significant leak origination from the lower edge of the vela suprarenal and the upper part of the afx2 bsg. It was deemed to be a type iiib endoleak. It appeared that the lower edge of the vela suprarenal interfered with the afx2, causing graft damage. The physician elected to reline the afx2 bsg with another afx2 bsg. The leak was resolved, and the procedure was completed.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows that the type iiib endoleak and additional endovascular procedure complaints are confirmed. This is consistent with the reported adverse event/incident. The procedure plan shows a marking in the mid aorta, likely intended to indicate an endoleak; however, the type of endoleak is unclear. The clinical assessment determined that there was evidence to reasonably suggest aneurysm enlargement of 13.8mm occurred that was not included in the event as reported. The aneurysm enlargement was discovered during review of the procedure planning dated (B)(6) 2025. Device, user, procedure or anatomy relatedness of complaint could not be determined. Procedure related harms could not be determined. It was reported that the endoleak was resolved following an additional endovascular procedure; however, the final patient status was not reported. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents.